Manufacturer narrative:
The universal electric/battery double trigger handpiece was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece started, but couldn't be stopped, that the handpiece could be started with the safety button and that the trigger is partially blocked. There is a surgery extended time reported: less than 15 minutes.